Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: distal conductor fractured; full lead returned and analyzed.

Event description:
It was reported that the patient received inappropriate therapy, there was high impedance of greater than 3000 ohms, and oversensing. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.